Manufacturer narrative:
Customer report was confirmed. No visible inconsistency was observed on eeprom data. Thermistor and thermal filament were continuous. No error message on vigilance I monitor. Vigilance ii error message = catheter verification, use bolus mode. Distal lumen was occluded with blood residue. Rest of the through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 mins. Both thermistor and thermal filament connectors were opened with no visible damages. Indentations were observed on the catheter body at 51.5, 88, 101 and 110 cm area. Returned contamination shield was non-edwards.

Event description:
C-cc-co - cardiac output difficulties; continous cardiac output measurement became abnormally low on the third day of indwelling. Another catheter was used and the problem was solved. There were no patient complications.